Event description:
Medsun report received reporting reading errors with use of one 46096-26 cath lab monitoring kit. The report states "...tested the manifold by means of a modified "square wave" test after "zeroing" (calibrating) the transducer, there was no sign on our monitor of pressure changes." The transducer was removed and replaced with no further issues encountered. There were no reported adverse patient consequences. Although requested, additional event/device set-up information and device return status as of this date have not been provided.

Manufacturer narrative:
Manufacturer's investigation: a review of the 46096-26 direction for use provides the detailed steps for set-up, pre-testing the transducer zeroing, leveling and calibrating functionality for air-fluid interface. The medsun event description describing the facility's "modified" test approach consisted of covering the end of the manifold tubing with finger. The event description does not appear to identify relevant set-up requirements, component settings and monitor's set-up instructions. (B)(4). There were no exception documents generated during the manufacturing build cycles. Conclusions: the involved 46096-26 cath lab kit has not been returned for analysis and confirmation. The exact cause(s) of the reported issue is unknown.